Event description:
This is the second report of two concerning the same pt and same surgery. This report concerns a polyaxial screw-solid 6.5x55mm ((B)(4)) on the left side. See MFR report number 3004608878-2014-00006. It was reported the tulip (or screw head) disassociated from the shaft of the screw, post-operatively (on the right side). The disassociation was found upon in-office x-rays. During a revision surgery to extend the fusion from l2-l8, the surgeon removed the dissociated screw located at the l2 level - (top of the construct) on the pt's right side. During that surgery, the coral screw on the left side of l2 was removed because it was loose. The surgeon did not put a new screw in the left l2 pedicle. The left screw removal took less than 1 minute and was already exposed when the decision was made to remove it. Additional information was received. The initial surgery was a l2-l5 fusion (coral system implantation) performed on (B)(6) 2011. It was reported the pt had "pain issues" but the surgeon indicated the pain issue was not related to the screw failure(s) per se, but the (screw) failure on the right l2 screw was likely contributory to the loosening within the bone for the left l2 screw. He indicated the pain issues were due to junctional stenosis with kyphosis. No trauma or injury was reported by the pt. The revision surgery included removal of the screws on the right and left side and an extension fusion from l5-t8.

Manufacturer narrative:
The device involved in the reported incident was discarded by the facility and is not available for evaluation. An investigation has been initiated based on the reported information.